Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an error 20 while using the device updater to update their pump. Reportedly, the customer was unable to continue the update process and was unable to use the pump. The customer stated that the update was stuck on writing files of 1, 2 or 3 of 5, and would cycle back to 1. During troubleshooting, tandem technical support advised for the customer to try using another usb port; however, the issue was not resolved. The customer's blood glucose level was 70 mg/dl. It was confirmed that the customer had an alternate method of insulin delivery available.